Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed france that during a ceremony with incense and candles, an s9 autoset allegedly caught fire. At this time it is unknown if the candles were the cause of the alleged fire. There was no patient injury reported as a result of this incident.